Event description:
The rptr stated that they have experienced severe drift from 5mmhg to 11mmhg during surgery. The units were removed and replaced. No pt injury or treatment associated with this issue.